Event description:
Additional information received reported when the patient had baclofen in her pump, everything smelled horrible to the point where the patient could barely eat. The patient tried holding her breath, not breathing through her nose but "everything" made her sick. Eventually the baclofen was removed and replaced with water. It was noted the patient had lost weight and was back in a wheelchair. The patient was in horrible pain and had then developed shingles "from the stress."

Event description:
Additional information: additional information was received and reported that the patient did not have side effects from the injection trial of baclofen prior to implant. The patient started having the previously reported side effects from the baclofen within 24 hours of implant. It went on for months and months. The patient¿s dose was lowered to the lowest possible dose, but the patient continued to get worse; this went on for about a year. The patient lost 20 pounds. They tried a bunch of oral drugs, but the patient kept throwing up. Eventually the physician removed the baclofen from the pump and put saline in it and told her there was nothing more he could do for her. At that point, the patient switched physicians. She went to the new physician in a wheelchair, couldn¿t walk, and told him ¿please I¿m dying, take this thing out¿ because she couldn¿t tolerate the baclofen. He convinced her to try prialt in the pump. For subsequent events see manufacturer¿s report # 3004209178-2013-08325.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced adverse effects headache that started after surgery, cleared up after a few days and then came back full force. The patient also experienced dizziness, nausea, vomiting, and that the "smell came back" like she had when she took oral baclofen. The patient was slightly agitated and restless. It was reported that the patient went off all meds due to her liver. The patient had some pain and discomfort from the procedure as expected, and the dilaudid she took was working for this and the patient was then able to keep the medication down. Following implant, the patient also developed shingles, which was "expected". The symptoms continued for at least two weeks after implant. Additional information received reported that the event was attributed to the pump. The pump was delivering lioresal 500mcg/ml at 50mcg/day at the time of the event. Symptoms included nausea, insomnia, worse spasticity, and "smell". The physician decreased the pump rate to 24mcg/day and the patient's symptoms improved. The patient outcome was reported as recovered without sequela as of (B)(6) 2009. Further information received reported that the patient could not tolerate the baclofen that was in her pump. The patient was initially implanted for intrathecal baclofen (itb), but then switched to pain therapy and at the time of the additional information had prialt in the pump.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# unknown, implanted, explanted. Product type: programmer, physician product ID (B)(4), lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).